Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of both the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique prior to an unspecified interventional procedure. Reportedly, a cuff miss occurred with three proglide devices that were attempted in the rcfa. A cuff miss also occurred with one proglide device that was attempted in the lcfa. The sutures of two new proglide devices (from a different lot number) were successfully pre-placed in both the rcfa and lcfa. The interventional procedure was completed. Hemostasis was achieved with the two proglide devices in both the rcfa and lcfa. The physician said that "the different lot number felt different to him when it deployed". There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.